Event description:
It was reported that a peritoneal dialysis (pd) patient¿s contact discovered a fluid leak from the cassette after ending their pd treatment. The patient¿s contact reported receiving a solution temperature high alarm during fill 2 of 5 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient¿s contact was advised to discontinue the use of the cycler and follow up with the patient¿s peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient¿s contact confirmed the reported event. The patient¿s contact stated that the fluid leak occurred on (B)(6) 2021 during an unknown phase of the patient¿s peritoneal dialysis treatment while the patient was connected. The patient¿s contact stated that the patient received a solution temperature high alarm during fill 2 of 5 and upon checking the cassette door, fluid was leaking out of the door. The cause of the leak was unknown, and the patient¿s contact stated that no other fluid leaks were found. The patient¿s contact confirmed the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatment manually on the night of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
H3 plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was dried fluid within the cassette compartment. There were no particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A post- accelerated stress test (ast) simulated treatment was initiated and completed without failures. The cycler underwent and passed a heater/temp test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. There were visual indications of dried fluid found on the bottom cover next to the recess underneath the pump assembly during an internal inspection of the cycler. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found a mushroom head check was performed on 01/14/2021. The DHR review verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient¿s contact discovered a fluid leak from the cassette after ending their pd treatment. The patient¿s contact reported receiving a solution temperature high alarm during fill 2 of 5 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient¿s contact was advised to discontinue the use of the cycler and follow up with the patient¿s peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient¿s contact confirmed the reported event. The patient¿s contact stated that the fluid leak occurred on 03/27/2021 during an unknown phase of the patient¿s peritoneal dialysis treatment while the patient was connected. The patient¿s contact stated that the patient received a solution temperature high alarm during fill 2 of 5 and upon checking the cassette door, fluid was leaking out of the door. The cause of the leak was unknown, and the patient¿s contact stated that no other fluid leaks were found. The patient¿s contact confirmed the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatment manually on the night of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient¿s contact discovered a fluid leak from the cassette after ending their pd treatment. The patient¿s contact reported receiving a solution temperature high alarm during fill 2 of 5 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient¿s contact was advised to discontinue the use of the cycler and follow up with the patient¿s peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient¿s contact confirmed the reported event. The patient¿s contact stated that the fluid leak occurred on 03/27/2021 during an unknown phase of the patient¿s peritoneal dialysis treatment while the patient was connected. The patient¿s contact stated that the patient received a solution temperature high alarm during fill 2 of 5 and upon checking the cassette door, fluid was leaking out of the door. The cause of the leak was unknown, and the patient¿s contact stated that no other fluid leaks were found. The patient¿s contact confirmed the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatment manually on the night of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer for physical evaluation.